Event description:
Wound complication revision of stem, cup, head, and liner. Multiple implant components were used during the procedure. The source of wound complication leadindg to revision could not be attributed to a specific component; therefore, all implanted devices are considered potentially involved. Therefore, the event will be reported with one product and the remaining devices will be referenced in section h11.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Multiple implant components were used during the procedure. The source of wound complication leading to revision could not be attributed to a specific component; therefore, all implanted devices are considered potentially involved. The others devices involved in this event are the following : stem. Reference : (B)(4). Designation : hype scla 5 mini short col lat cmtls stm . Lot : 2504559a. Head. Reference : (B)(4). Designation : i22.2-cl ss . Lot : 2410065a liner . Reference : (B)(4) designation : xpeo-e 51/22.2 . Lot : 2509205a.